Manufacturer narrative:
The device is available for eval but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is completed.

Event description:
A stryker core micro drill was sent in for repair due to overheating. No adverse event was associated with the device; no further info is available regarding the event.